Event description:
The graft leaked blood from its walls (quantity not attainable). The graft was left in. The patient's condition is good.

Manufacturer narrative:
A returned, unused portion of the implanted graft was evaluated by our consulting pathologist. Code 86: the mfg batch records for the device were reveiwed. Code 100: the batch records were not atypical - no similar incidents against this batch. Gross description: received in formalin is a segment of dacron vascular graft which measures 4.1 cm in length by 1.0cm in diameter. The vascular graft is crimped. No blood or tissue elements are identified. Rep. Sections are embedded under md-955 and md-956. Microscopic description: an intact dacron vascular graft with collagen coating is identified. The collagen coating is intact on the luminal surface and periadventitial surface of the vascular graft. Collagen coating is present within the interstices of the vascular graft. No blood or tissue components are identified. Summary: an intact dacron vascular graft with intact collagen coating is identified. No blood or tissue components are identified.